Manufacturer narrative:
(B)(4). Date sent: 11/10/2025. D4 batch #: z70148. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z70148, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/8/2025 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: "1st follow up attempt to affiliate: in the event description states: ""the tip of the blade was broken the blade tip was not broken off and no pieces fell into the patient."" Did the active titanium blade break off? Yes could you please provide the lot number? Unk. The blade pieces did not fall into the patient¿s body. At the time of harmonic was taken out from the body since it could not be used because of the error, the blade did not break. Broken harmonic was put away to the pocket which was attached next to the patient, and the operation continued. At the final stage of the operation and confirming harmonic, which occurred the error, it was heard that there was a blade tip¿s breakage. The blade did not break inside of the patient¿s body. There were no bleeding and tissue damage. The pieces are not going to be shipped with the returned item. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, while the device was using, there was a sound like the device touched the forceps, and after that when using the device, an error message was displayed to the generator. Letting confirm the device before the wound closure, the tip of the blade was broken. From the surgeon, they said that I wonder because particularly the blade did not touch the forceps for a long time, and that was a short time. Also, they said that so far, there have been no cases of this error occurring and the blade breakage at this level. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. Additional information was obtained: we got this info from the actual product on oct_10_2025 -product code of (B)(6) : har1136 => har1120. Corrected data: d1, d4 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.